Manufacturer narrative:
The valve was returned stuck with the sheath hub. No procedural imagery was provided by the site. The returned devices were visually inspected and the following was observed one bent strut at the inflow side, all struts were exposed through the skirt, post expanded one strut remained bent outward at the inflow side, the frame was distorted, the leaflets were wrinkled and dehydrated due to the storage condition, and a puncture was observed on the sheath approximately 1.75 inches from the distal end of the strain relief with minor gouges present on the flex tip. No functional or dimensional testing was able to be performed due to the device return condition. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing, the valve frame component was 100% inspected. During the final inspection, the valve underwent 100% inspection by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed from the evaluation of the returned valve. No potential manufacturing non-conformances were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'once valve exited the loader cap, and was mid-way through the sheath, the valve would not advance any further' and 'the physician tried reinserting the system into the new 14 fr sheath, but ran into the exact same issue'. Additionally, it was noted that the patient has mild calcification and had undersized access vessel between 5.0 and 5.7 mm. The presence of calcification and undersized access vessel can create a challenging pathway during delivery system advancement, and it can lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance as indicated by the gouges on the flex tip. If excessive force is applied to manipulate the device, it can lead to the valve struts catching and puncturing into the sheath shaft and resulted in the bent strut damage at the inflow. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint event was confirmed. No manufacturing nonconformance were identified. Complaint histories fall all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling IFU training inadequacies have been identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
Per engineering evaluation of the returned devices, the valve frame was observed to be bent and both esheaths were observed to have sheath shaft punctures. As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach resistance was encountered passing the delivery system and valve through the sheath. All devices were removed as a unit without issue. Another attempt was tried with the same 26 mm sapien 3 ultra valve and delivery system with a new esheath, however resistance was again encountered and the devices were removed without issue. The procedure was aborted with no valve deployed. There were no patient injuries reported. The patient was doing well post procedure. Per medical opinion, the cause of the event is unknown.